Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter, read inaccurately high compared to an hba1c result. The complaint was classified based on the customer service representative (csr) documentation. The patient stated the alleged meter issue began 3-4 months prior to contacting lfs. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿170 mg/dl¿ with the subject meter, compared to a ¿hba1c result of 6.9¿. Lifescan does not consider this to be a valid comparison. The patient reported that he manages his diabetes using oral medication, diet and exercise, and that in response to the alleged issue he consumed less food and drink. The patient stated that at an unknown time after the alleged issue he developed symptoms of ¿shaky and feeling weak¿. The patient confirmed he did not require or receive any treatment for the alleged issue. During troubleshooting, the csr confirmed that the unit of measure was correct, patient¿s test strips had been stored correctly and were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.